Event description:
It was reported that asymptomatic patient presented in clinic for follow up with high, out of range capture thresholds exhibited on right ventricular lead. Upon interrogation, it was noted that all other lead measurements were stable and there was no loss in pacing due to rv lead issue. Increasing threshold was suspected to be due to unrelated radiation treatment. The device was reprogrammed. The lead will continue to be monitored.